Manufacturer narrative:
The full number for the product in question is bk020053 (1/27/2003). The customer phone extension number is (B)(6). An immucor field service engineer visited the customer site to assess the testing instrument in question on 11aug2016, and determined that the instrument was working as expected. The product had already expired and was not available for an immucor laboratory serological investigation, therefore a DHR review was done which showed that all specifications were met.

Event description:
On (B)(6) 2016, an immucor field service employee reported an unexpected negative antibody screen when using capture-r ready indicator red cells on a galileo echo instrument.